Manufacturer narrative:
Flap thickness was verified and confirmed a 20 um too thin z-offset setting on the device. Log file review showed inclined offset in factory was +45. As per the inclined offset is at +20 which is unusually low and indicates a thinner cut in general. The root cause was determined conclusively as a wrong calibrated ir microscope camera by the service engineer which was used to calibrate the device. Wrong calibration of the tool leads to wrong z-offset setting on the device which is the cause for thin flaps. Contributing factor for the vertical gas breakthrough is the too thin flap. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that air bubbles occurred and were trapped which then created an uncut part of the flap in the right eye. After a few tries to lift the flap, the doctor aborted the procedure. The patient was seen in follow up and noted eye pain. The patient has the development of corneal melt. Additional information received states that the patient also has an epithelial defect and vision loss. The patient is using topical antibiotic and steroid eye drops. The patient's symptoms are improving.